Event description:
It was reported that a spot was found on the container of the unit.

Event description:
It was reported that a spot was found on the container of the unit.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. A hole was open on the face of the tyvek. The hole left the package open to ambient so sterility may have been compromised. Probable root causes for the reported failure could be: damage during final packaging into shipping box, damage in transit and/or damage at account. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.